Event description:
It was reported to philips that the allura xper fd10 system started expected time needed, got to zero but it's not turning on. The device was not in use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system began the expected time required, reached zero, but did not turn on. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the faulty flexvision pc with hdd. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.